Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment - there was a serious error and black screen which would not allow the device to interrogate devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was an error message and a black screen, which would not allow device interrogation. Running the service disk did not resolve the error. The programmer was returned for repair. There was no patient involvement.